Event description:
Procedure type: laparohysterectomy. According to the reporter: after suturing, the needle detached from the suture and fell into the patient cavity. An abdominal operation was performed to retrieve the needle. The needle was found and removed from the cavity.